Manufacturer narrative:
(B)(4). Retained samples were evaluated. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During closure, the suture broke. There were no adverse patient consequences reported.